Event description:
It was reported that the customer fell on concrete and as a result the touch screen became cracked and unresponsive. The customer's blood glucose was 356 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.